Event description:
Nurse experienced in placing midline catheters was making second attempt to place a 22 ga catheter. (The first attempt was discontinued when the IV "blew" as soon as it was placed.) The second catheter had been inserted approx 4 inches when the pt became highly agitated and complained of sudden and severe pain in his back, especially his lower back. The pt was in such pain he could not remain still in his bed. The catheter was completely removed intact. The pt's physician arrived and the pain quickly subsided. An x-ray of the chest was ordered.